Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-sep-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is having intractable pain. Pt is unable to put ins into MRI mode for reasons unknown to caller. Caller doesn't reason for surgery or intractable pain or timing of these events. Tss tx'd caller to nas to page mdt rep. Additional information received. Patient reported they had herniation fix but wires were taken out, need to figure out how to get them back in. Additional information received. Patient clarified leads were removed. The patient was to have unrelated emergency back surgery(fusi on/laminectomy) for new , and a day later the patient suffered a herniation/hematoma and hemorrhaged from the back surgery. The hcp attempted to fix the herniation/hematoma, but the leads were in the way so the hcp removed them so they could get to the hematoma. Patient reported unrelated medical history including a fall resulting in a fractured vertebrae and osteoporosis. Weight was reported as 220lbs. Patient is meeting with hcp in the near future to discuss replacing the leads. Device disposition unknown, but the ins battery is still implanted.